Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this pacemaker displayed an eri battery status. The device was successfully reinitialized and the battery status is now 95%. An event date was not provided. The device remains implanted.